Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was updated and the cable connections were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down on its own. No pt injury was reported.